Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: blood leaked out of gray stopper after removing needle. Needed to remove and start another IV.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complain of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. What appeared to be blood residue was present between the grey canister and the catheter adapter, which was indicative of leakage. The septum was deformed, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.